Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the balloon ruptured. The target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 2.00 x 20 mm agent dcb was advanced and upon the first inflation for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient injury was reported.